Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. Emergency medical service (ems) were called for unrelated concerns of a colon blockage and the patient mentioned to be dizzy and laying on the bed upon their arrival. When the daughter called ems, the cgm was giving an unspecified alarm and the reading was 146 mg/dl while the blood glucose reading was 30 mg/dl. There are no details about the treatment for hypoglycemia; however, a bg of 30 mg/dl would necessitate medical intervention. The patient was transported to the hospitalized for five days for an unrelated colon blockage. There was no documentation of further medical intervention. It was also mentioned that the patient experienced other instances of sensor inaccuracy, but no values were given. The patient was advised by her healthcare provider to self-monitor the bg with fingerstick. At the time of contact, it was indicated that the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "on (B)(6)2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen."

Event description:
On (B)(6)2022, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen.